Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the left common iliac artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 7.0 x 39 mm omni elite stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. When an attempt was made to remove the sds, the sds could not be pulled into the guiding catheter. The sds and the guiding catheter were attempted to be removed as a single unit. When the devices were being removed, the stent implant was dislodged in the brachial artery. No attempt was made to retrieve the stent. The patient was sent to surgery, and the dislodged stent was removed. The physician commented that the stent implant might have been damaged during crossing the lesion, but this only a comment, and no damage was seen. Prolonged hospitalization was required due to the surgery. The patient was discharged the hospital on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: x-treme pv, command, astato; guide catheter: destination. Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. The reported stent damage could not be confirmed as the stent was not returned. The reported failure to advance and difficult to remove could not be replicated in a lab environment as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.